Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to migration of the cylinder out of the corpora. The device was not able to be inflated. Only the left side was removed and replaced with smaller rear tip extenders (rte). The physician repaired the herniation. There were no additional patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to migration of the cylinder out of the corpora. The device was not able to be inflated. Only the left side was removed and replaced with smaller rear tip extenders (rte). The physician repaired the herniation. There were no additional patient complications.